Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc221870e0, model: sc-2218-70e, serial: (B)(6), batch: 7081073.

Event description:
It was reported that the spinal cord stimulation (scs) patient became sick to her stomach a day after the trial implant procedure and in the morning when she woke up, she was unable to speak normally. The patient experienced a seizure and was transported to the emergency room (ER). The physician does not believe that the seizure was device related. The trial leads were explanted to perform imaging and bloodwork. The patient was doing fine post-operatively and has not experienced any further seizures. The explanted trial leads were not returned per medical facility policy.